Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that a red circle mark had been placed between the tubing and the female luer adapter, suggesting that a leak had occurred. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified catheter extension set was leaking from between the tubing and the female luer adapter. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.